Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient had a pre-operative varus ankle that upon tar, she was doing fine, until recently and we noted that she began to fall into an ankle varus with hindfoot pain, pain with walking.

Manufacturer narrative:
Correction: h6 (clinical signs and device codes). The reported event could be confirmed since images of CT scans were provided and shows loosening and subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows a loosened and subsided tibial component with radiolucence and migration. The subsidence leads to a varic and anterior dislocation of the tibial component. The talus does not show clear loosening or migration. The dislocation explains the reported pain. The underlying cause of the failure is not clear. Poor bone substance and therefore a patient related factor is possible underlying cause. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Although the issue is most likely patient related, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient had a pre-operative varus ankle that upon tar, she was doing fine, until recently and we noted that she began to fall into an ankle varus with hindfoot pain, pain with walking.